Event description:
The surgeon was using the ethicon tlh60 with a reload during gastric bypass. The stapler misfired. The staples would not close. The stapler was checked and used again with a new reload.